Event description:
A report was received that the patient was experiencing charging difficulty and believed that the ipg was defective. Database analysis taken several months ago revealed no anomalies. The patient will undergo an ipg revision.

Event description:
A report was received that the patient was experiencing charging difficulty and believed that the ipg was defective. Database analysis taken several months ago revealed no anomalies. The patient will undergo an ipg revision.

Manufacturer narrative:
Additional information was received that there will be no further course of action.